Event description:
It was reported that the patient experienced loss of therapeutic effect and a sudden, exacerbation of back pain when moving from a sitting to a standing position. X-rays that were taken showed that the left lead of the implantable neurostimulator (ins) system had migrated. A revision of the lead was then performed. The patient was also prescribed vicodin 5/325 mg and reprogrammed with an adjustment of the "upright" program. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Lead model 377845 lot# v445133037 implanted: (B)(6) 2010 explanted: na; lead model 377845 lot# v241914031 implanted: (B)(6)2010 explanted: na; recharger model 37754 serial# (B)(4); programmer model 37744 serial# (B)(4); extension model 3708140 serial# (B)(4) implanted: (B)(6)2010 explanted: na; extension model 3708140 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; anchor model 3550-39 lot# n260244 implanted: (B)(6) 2010 explanted: na. This device was being used in a clinical trial noted as g090169.